Event description:
It was reported that during a laparoscopic colon procedure, the tissue pad became disconnected from the device. Another device was used to complete the procedure. There was no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally test prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.